Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose over 500 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 269 mg/dl. Troubleshooting found that the drive support cap was normal, the pump settings are correct and the pump passed the high pressure test. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was also advised to monitor the pump and call back if issues persist as it appears that the pump is working as designed.